Event description:
The patient contacted animas on (B)(6) 2013, requesting to troubleshoot the pump before going back on pump therapy. The patient stated that she had a gastrointestinal (gi) virus. The patient stated she was in the intensive care unit with IV insulin and IV fluids. The patient stated that she was admitted to (B)(6) medical center on (B)(6) 2013, with blood glucose (bg) of over 600mg/dl and severe vomiting. The patient reported that the vomiting started at noon on (B)(6) 2013, with a bg of 320mg/dl. She stated that she stopped taking boluses from the pump when vomiting started and was giving injection insulin but bg kept rising and vomiting continued. The patient stated that the hospital diagnosis was gi virus with diabetic ketoacidosis (dka). All settings are correct on the pump. Customer support (cs) confirmed with the patient that the I:c, iob, isf and bg target are all correct. Customer support (cs) reviewed the pump with the patient and there were no programming/settings issues were noted with the pump. There was no indication of a pump malfunction. This complaint is being reported due to the patient experiencing a hyperglycemic event while using insulin pump therapy and the patient having a gi virus. It was unknown if the pump was a contributing factor to the reported bg event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint during the investigation. No defect was found. The last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. The history shows the pump was not in use between (B)(6) 2013 21:44 and (B)(6) 2013 15:23. There were no disruptions in the basal delivery prior to the even on (B)(6) 2013. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. The pump successfully completed the required (B)(4) flow accuracy test and was found to be delivering within the specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.